Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a message that said the implant was completely dead. They charged their implant on tuesday and friday and noted that they had never seen the message that the implant was dead before. They were able to start a charge session successfully. The patient hadn't been recently reprogrammed or switched to a new group and they hadn't changed any of their settings in a year and a half. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient had to up the current a little bit because of leakage and noted that their doctor thought the issue could have been from an x-ray they had on their back. The doctor couldn't read their battery to determine the life of the battery. The patient had the ins replaced and said that it lasted 3 years. They reported that the last time they had their battery checked by a manufacturer's representative they couldn't see the battery life. No further complications reported.